Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at post-operative follow up, an x-ray confirmed the left ventricular (lv) lead had dislodged. It was noted that the lv lead had high threshold measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.